Event description:
Arjohuntleigh has become aware about the incident involving the sara 3000 lift. The patient was being raised by stand hoist from the chair and during this lifting process the patient raised the right leg up. Upon putting of the leg down the patient trapped his leg between the hoist knees support causing injury. From the information received the leg straps were used and were still attached behind patient's leg when trapped between knee support. Caregiver removed the resident's leg before the ambulance has arrived. Reference MFR # 3007420694-2014-00045.